Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified via download data received on (B)(6)2014 that a (B)(6) male patient was treated. The lifevest delivered an inappropriate treatment at 18:29:50 on (B)(6) 2013 during rapid atrial fibrillation (194 bpm). The rapid atrial fibrillation contributed to a false detection. The patient was conscious but did not use the response buttons. The patient went to the hospital for further evaluation and discontinued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(6) was completed. The monitor was functional and able to detect and treat. Electronic belt sn (B)(4) was not returned. Monitor - reuse; electrode belt: 10/2011- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.